Event description:
It was reported that the colonovideoscope exhibited communication error code, lines on the screen and had fuzzy image. The event occurred during a diagnostic colonoscopy procedure while the patient was under sedation. At the time of the malfunction, the device was inside the patient. The procedure was completed with the similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: (b30) scope communication error code in image and image with intermittent noise. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the showed a communication error code, lines on the screen and fuzzy image and for investigation findings (b30) scope communication error and image with intermittent noise is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.